Manufacturer narrative:
Updated fields: h4, h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called olympus technical assistance center (tac) personnel to report his event. During the call, tac recommended several trouble-shooting options. Ultimately, the issue was resolved by changing the sdi cable from going from the imager through a 3rd party device and instead sending it directly from the imager to the subject device (monitor). The customer confirmed that this change resulted in a good image. The customer also noted during a later call that this display unit sits on a cart in the hallway and was run into. He requested a loaner device be sent in. This collision may hold some responsibility for the crack the customer mentioned before. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus high-definition lcd monitor was not getting an image to the display when used in conjunction with an olympus evis exera iii video system center. The customer went on to note that the monitor was cracked. There was no patient harm reported with as a result of this event.